Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, the valve did not function. Valve function could not be seen by either angiography or echocardiography. It was reported that the leaflets would not coapt and that there was no leaflet movement. Hypotension occurred. Subsequently, eight days after implant, the valve was successfully replaced with a second valve, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was implanted within a non-medtronic surgical valve. Following implant of the first melody valve, severe central regurgitation was noted. Per the physician, the regurgitation was due to "no leaflet functioning." If information is provided in the future, a supplemental report will be issued.